Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Npb was not authorized to service this vent but to upload the software only. The customer replaced the gui pcb. It was reported vent passed all testing.